Event description:
It was reported that three telemetry pts lost communication with the cic (central station) for approx 45 minutes. No injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.